Event description:
It was reported the patient presented for follow-up with false high ventricular rate episode recorded by the device. The episodes were caused by over-sensed noise exhibited by the right ventricular lead. A lead insulation breach was suspected. The lead was explanted and replaced. The patient was stable.